Manufacturer narrative:
Evaluation summary: the delivery device was returned with one x-ray. The delivery device was examined and found to be in good condition. A measurement was taken from the pusher to the tip, to determine the length of the stent inside the device during manufacturing. The measurement is 90mm from the pusher to the tip. During manufacturing, the delivery system and the stent are checked three times to ensure stent and delivery system are matched and correct. The x-ray was examined and was not able to confirm stent compression. Device not returned.

Event description:
Reportedly, the stent shortened during implant. The stent does not cover the whole dissection but there was no further intervention as a result of this event.